Event description:
It was reported that during the operation, parts of metal and metal dust came from both cutters.

Manufacturer narrative:
Additional information will be provided once investigation is completed.